Event description:
Caller alleged discrepant inratio2 results and the laboratory results. Results as follows: dare: (B)(6) 2012, inratio inr: 1.3, laboratory inr: 1.9. The time between testing was 3 hours. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.